Event description:
Journal reference: chan mky, tjandra jj. Sacral nerve stimulation for fecal incontinence: external anal sphincter defect vs. Intact anal sphincter. Dis colon rectum. 2008;51(7):1015-1025. This prospective study was designed to assess the effectiveness of sacral nerve stimulation for fecal incontinence in patients with external anal sphincter defect and to evaluate its efficacy regarding presence and size of sphincter defect. Fifty-three consecutive patients who underwent sacral nerve stimulation for fecal incontinence were divided into two groups: external anal sphincter defect group (n=21) vs. Intact sphincter group (n=32). Followup was performed at 3, 6, and 12 months with anorectal physiology. Wexner's score, bowel diary, and quality of life questionnaires. Reportable event: one patient had seroma, which resolved after percutaneous aspiration.